Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5071404 / 5074567 / 5075411, model/catalog description: infinion cx lead kit, 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing irritation and discomfort at the ipg site. The physician believed that the patient was having some sort of allergic reaction to the device as the patient had itchiness and red rashes in the body. The patient underwent an explant procedure and was doing well postoperatively.